Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that due to poor contact of the front panel, the light-emitting diode (led) on the control panel does not light up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to poor contact of the front panel, the light-emitting diode (led) on the control panel does not light up. Based on the investigation, the most probable cause of the additional failure of "due to poor contact of front panel, the led on the control panel does not light up" is linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Olympus will continue to monitor field performance for this device.